Event description:
It was reported that the right ventricular (rv) lead had a slow steady increase in impedance. During follow-up, the lead now measured with high impedance. The lead remains in use with continued follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568-53 implantable pacing lead 2009 (B)(6); (B)(4) implantable pulse generator (ipg) 2009 (B)(6). (B)(4).